Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: please describe the shape of the clips during the initial procedure? Scissored, not aligned. Was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? No. Was the device used for a cholangiogram? No. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes, they appeared occluded. No visual bile leak during case. If so, is the surgeon attributing the scissored clips to the leak or does he believe there are other factors? Clips. How many clips were fired on the patient side and specimen side? 2 on patient side, 1 on specimen side. How many hours or days post op was the patient returned to the or? Overnight. What was done to repair the leak? Surgeon wasn't sure as they were in ER. Possible stinting.?. If a reoperation was required, what was observed during the re-op? Were clips found on the bile duct or were no clips observed? Can the surgeon describe the shape of the clips (see attached photo)? Clips appeared on bile duct. Was this an emergency or planned cholecystectomy? Planned. Was this a typical case? Yes. Did the patient have any pre-existing conditions? No. Did the patient¿s anatomy present any challenges for the case? No, straight-forward case. What is the patient¿s current status? Full recovery. Is the patient expected to have a full recovery? Yes. Patient¿s sex, age, and weight? Male. How long has this surgeon been using this device? Years. Since the device delivered scissored clips during the initial operation, was it set aside for analysis? No. Device was not kept for analysis. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier deployed two-three clips that scissored. The procedure was completed with the device. The surgeon checked the clips and they were sur. After the procedure the patient was re-admitted ti the hospital. Ercp was performed and to bile duct leak at the site of the clips.